Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported entrapment of device (clip caught on chordae) appears to be due to user technique. The reported difficult to open or close (gripper actuation - single) appears to be a cascading effect of the reported entrapment of device (clip caught on chordae). The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, an anterior prolapse, and a flail. One xtw clip was inserted and successfully implanted. To further reduce mr, a second xtw clip was inserted and advanced under the mitral valve. However, the clip became caught in the chordae, and was unable to be removed. The physician inverted the clip to retract back into the left atrium, however, it was stuck. Troubleshooting was performed, but the issue was unable to be resolved. It was noted while actuating both grippers, the posterior gripper would not raise and lower. Although still attached to the chordae, the clip was able to be deployed on both leaflets. A third xtw clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.